Event description:
It was reported that the patient received inappropriate anti tachycardia pacing due to atrioventricular (av) interval delta falsely detecting ventricular tachycardia. The morphology and sudden onset discriminators both stated supraventricular tachycardia (svt). The av interval delta was turned off. Patient did not experience any symptoms.